Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. The bwi product analysis lab received the device for evaluation on 10-jul-2023. The device evaluation was completed on 14-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. When inserting the ablation catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the physician noticed that the hemostatic valve of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. The procedure was delayed 5 minutes due to the reported event. It was unknown if the procedure was completed successfully. There was no patient consequence. Additional information was received. The hemostatic valve (gasket) did not dislodge inside of the hub and did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. No picture available. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 5-10ml. The needle used was the abbott brk-1. This needle was not used in carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Transseptal puncture was done with abbott sl1 sheath. The event was assessed as MDR reportable for a hemostatic valve leak issue.